Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed for a motor error. The insulin pump was exposed to a MRI. The blood glucose reading was 83 mg/dl at the time of the report and 138 mg/dl at the time of the event. Customer was unable to exit the rewind mode. Nothing further was reported.

Manufacturer narrative:
Insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump had a cracked reservoir tube lip.